Manufacturer narrative:
UDI: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: component migration.

Event description:
On (B)(6) 2017, this patient underwent emergent treatment for ruptured abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2018, the patient underwent follow up computed tomography which showed the trunk ipsilateral leg component had migrated distally approximately 3 cm back into the aneurysm sac. It is unknown if there is enlargement of the aneurysm.

Event description:
On (B)(6) 2018, the patient underwent a successful bifurcated excluder repair and additional gore® excluder® aaa endoprostheses (rlt311415, plc141200) were implanted to reline the originally implanted devices. The patient tolerated the procedure.

Manufacturer narrative:
Weight, event,other relevant history: additional/corrected information.